Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled filter retrieval performed approximately five months post vena cava filter implant, two detached filter limbs were identified. One detached limb was embedded in the ivc wall and a second detached limb was identified in the pulmonary artery. The filter was successfully retrieved without incident; however, attempts to remove the detached limb from the ivc were unsuccessful. There was no attempt to retrieve the detached limb from the pulmonary artery. The patient was reported to be asymptomatic at the time of the retrieval. No patient injury was reported.